Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the wristed needle driver instrument did not move well, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and the complaint regarding non-intuitive motion was not confirmed by failure analysis. The instrument was placed on an in-house system where it failed engagement. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Failure analysis found additional observation(s) not reported by site: the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The instrument was also found to have the gear molded roll output broken in one place at the base closest to the main tube. The broken piece was still attached to the instrument. The root cause of gear molded roll output - broken is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wristed needle driver instrument's jaw did not move in the intended way. The customer reseated the instrument with no change. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wristed needle driver instrument was inspected prior to use with no abnormality. The instrument did not move well persistently without shakiness/friction/ external collisions during procedure. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the ssc. The movements of the surgeon scaled appropriately to the instrument. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned. There was no patient injury and no fragment fell inside of the patient. It was unknown what time the issue occurred.

Manufacturer narrative:
Based on the claim against the product by the customer noting did not move well, an investigation is in progress to determine the cause of the reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the wristed needle driver instrument moved with unintuitive motion. An unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.